Event description:
As reported (B)(6) 2014, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
The reported disposable device is unavailable to be returned as it was disposed of by the user. The customer's reported complaint description of the PICC leaking at the hub is confirmed based on a previously returned sample from the customer. Although the complaint description is confirmed, a definitive root cause cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).